Manufacturer narrative:
UDI = (B)(4). (B)(4). Mfg site name: (B)(4). One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Additional analysis revealed that there was heavy debris on the fiber face within the sma connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a stonelight laser with settings of 12w. According to the complainant, during the procedure and inside the patient, the laser energy did not fire through as normal. It has high energy but low effect on the breakage of the stone. The procedure was completed with a different laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there are debris covering the fiber face.